Event description:
It was reported by service report that the head-end lift was stuck in high height position. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: head-end lift was stuck in high height position.